Event description:
Feeding tube held in place by hollister ftad device. Feeding infusion administered. Noted pt developed respiratory distress, suctioned & returns looked like feeding tube solution. O2 was started at 6l. O2 sats that had dropped to 80's were now back in 90's. Continue to have respiratory distress. A rapid response team was called. Sats down suctioned-feeding solution. Noted most of feeding tube was out of the nostril and ftad was in place. Pt's o2 up and transferred to ICU.